Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device (freestyle flash). The reporter claimed obtaining blood glucose readings of 140 and 160mg/dl with the subject meter and 262 and 287mg/dl on another device. The time difference between the tests is not known. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.